Event description:
The balloon from the vcare uterine manipulator fell off inside patient abdomen. The balloon fell of the manipulator and into abdomen. It was retrieved by surgeon and accounted for. This is the second time this has happened. The first time the report was sent to conmed, and they investigated and stated they didn't see any issues, nor did they have any other reports of this issue. The surgeon then had this event. She alludes that it had happened at another facility before. Since this is the second event our facility pulled all the v care manipulators off our shelves until this is thoroughly investigated. We did contact the other surgeons who use v care to notify them of alternative manipulators and three of them responded they had never had this happen and the fourth didn't respond. The previous item that was reported to conmed is: item: 60-6085-200a, lot:202312041. Reference report: mw5153637.